Manufacturer narrative:
Investigation: investigation summary: bd had received samples from your facility for investigation. The samples were evaluated and the indicated failure mode for no flash draw with the incident lot was not observed. Fluid testing was performed on the samples and all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for no flash draw with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set there was no flash during blood collection. It was reported that there were 400 occurrences.

Manufacturer narrative:
Medical device expiration date: unknown. Batch number [18j17t1] was not found for material number [367282]. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set there was no flash during blood collection. It was reported that there were 400 occurrences.